Event description:
After less than 24 hours of iab therapy, alarms sounded on the iabp and blood was noted in the tubing. The iab was removed and not replaced. No pt injury or further complications occurred.